Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("salpingectomy - device removal") in a (B)(6) year-old female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 5 years 3 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tube') and genital haemorrhage ('gen. Abnormal. Bleed.') In a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), urinary tract infection ("uti/prone to utis"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and cystitis ("bladder infection") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral), other). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, hypersensitivity, hormone level abnormal, nausea, migraine, headache, gastrointestinal disorder, weight increased, alopecia and cystitis outcome was unknown and the urinary tract infection had resolved. The reporter considered abdominal pain, alopecia, back pain, cystitis, fallopian tube perforation, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain ,back pain, fallopian tube perforation, hormonal changes, nausea, migraine, headache, gi conditions, weight gain, hair loss and bladder infections. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received- event salpingectomy - device removal was updated to fallopian tube perforation. New events pelvic pain, abdominal pain, back pain, general abnormal bleeding, hypersensitivity, uti/prone to utis, hormonal changes, migraine, headaches, gi conditions, weight gain, hair loss and bladder infections were added. Product indication was added. Lab data was added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("salpingectomy - device removal") in a 41-year-old female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 5 years 3 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tube') and genital haemorrhage ('gen. Abnorm. Bleed.') In a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract infection ("uti/prone to utis"), depression ("hormonal changes / depression"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), cystitis ("bladder infection"), anger ("outburst"), mood swings ("mood swings"), infection susceptibility increased ("hypersensitivity / uti sensitivity"), vaginal infection ("vaginitis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dyspepsia ("intense heart burn and indigestion") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and salpingectomy (bilateral), other). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, depression, nausea, migraine, headache, gastrointestinal disorder, weight increased, alopecia, cystitis, anger, mood swings, infection susceptibility increased, vaginal infection, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, dyspepsia and abdominal pain lower outcome was unknown and the urinary tract infection had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anger, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, infection susceptibility increased, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain ,back pain, fallopian tube perforation, hormonal changes, nausea, migraine, headache, gi conditions, weight gain, hair loss and bladder infections. Current weight 200 lbs. Discrepancy: patient did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received: events: ablation, depression; outburst; mood swings, uti sensitivity, vaginitis, apareunia, nausea, dysmenorrhea, dyspareunia, vaginal discharge, intense heart burn and indigestion, lower abdominal pain were added. Reporters, patient address details, patient weight were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.